Manufacturer narrative:
(B)(4). Reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the motor on the battery oscillator device had seized, jammed and was moving heavily. It was further determined that the device failed pretest for functional test, trigger test and general condition. It was noted in the service order that the device made a little sound and then nothing would happen. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.